Event description:
A discordant advia centaur xp result for troponin ultra (tni ul) was obtained on one patient. The initial result was reported and questioned by the physician. The original sample was repeated twice and the corrected results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. The fse observed a large build up of dried serum around the sample port, that was making contact with the sample probe. The fse instructed the customer on how to properly clean the sample probe area. The customer successfully ran qc with no further problems encountered. The system is running within specification. No further evaluation of the device is necessary.